Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient lost weight, causing the ipg to be superficial. Surgical intervention was undertaken on (B)(6) 2021 during which the ipg was relocated. Stimulation was restored following the procedure.